Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 4 states ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-08963 / 08965).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2003. Subsequently, patient underwent a manipulation procedure in 2004 due to pain, stiffness and lack of mobility. It was further reported patient was revised on (B)(6) 2005 due to infection. The tibial bearing, locking bar and patella were removed and replaced. Patient underwent a second manipulation procedure on an unknown date due to an unknown reason. Patient was further revised on (B)(6) 2006 due to pain and infection. The tibial bearing and locking bar were removed and replaced. Review of radiographs taken in 2012 revealed a loose component and loose bone cement. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.